Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator experienced an unidentified device failure. There was no serious patient harm or injury that occurred or was reported. The trilogy evo o2 ventilator was returned and evaluated by a third-party service center. The service technician states that a ventilator inoperative error code relating to a user interface software version mismatch was found in the device's error log. The display printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, a non-reportable motor controller shut down error code was also identified and resolve by replacing the system pca board. Also, a non-reportable corrupt software certificate error code was found in the device's error log and also resolved by the display pca replacement. The air inlet foam filter and particulate filter were replaced for maintenance. The device passed all final testing.